Manufacturer narrative:
The field service engineer checked the gear pump pressure and adjusted it. The cuvette volume was checked and it was acceptable. The rinse unit was checked and adjusted. Probes were adjusted. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cobas lithium on a cobas 8000 c 702 module. The customer also noted that their control recovery for lithium is erratic and frequent calibration is needed. The sample initially resulted in a lithium value of 0.9 mmol/l and it repeated as 5.7 mmol/l. The 0.9 mmol/l value was deemed correct and was expected for the patient as it matched the patient's clinical condition.

Manufacturer narrative:
The lithium reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation findings coding has been updated.